Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and no defects were found. A review of the downloaded data log observed a hardware error; however, it is unrelated to the customer complaint. Functional testing was performed and the test passed. The receiver case was opened for further evaluation. An interior visual inspection was performed and the inspection observe a cracked batter controller chip. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be a defective battery.